Manufacturer narrative:
H.6. Investigation: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. However the sample submitted by your facility was evaluated by our quality engineers; leakage testing performed on the device identified a leak originating at the luer adapter. Closer inspection of the tubing identified characteristics in the broken section that suggests that break is the results of multiple manipulations of the tubing. Based on our observations, the root cause for this event is not associated with the manufacturing process. The extension tube for nexiva diffusics can break after repeated bending in the join of the luer adapter.

Event description:
It was reported that during use of the unspecified bd nexiva¿ closed IV catheter was leaking blood.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the unspecified bd nexiva¿ closed IV catheter was leaking blood.